Manufacturer narrative:
Device was not returned for analysis of complaint of power loss. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power lost while the pump was running but the patient was not affected. They reported that the pump had been placed, and while it was running, it alarmed for power loss. Troubleshooting was performed but the alarm persisted. The screen reads run reservoir volume of 125.8 ml. The event occurred while in use.